Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the axillary graft to support the 76 year old female undergoing surgery and in need of hemodynamic support. The patient also was enrolled in the impact EU and followed per protocol after pump explant. The pump had been placed in (B)(6) 2025 and an adverse event was reported in (B)(6) 2026. The adverse event was noted to be possibly due to the pump use. There was distal paresis and edema of the right arm. The rehab clinic diagnosed possible plexus lesion, though no intervention was noted and issues resolved before discharge.

Manufacturer narrative:
Inflammation/nerve compression/ppae: . The cause of the injury was not determined due to insufficient clinical details.